Event description:
The complaint received states that during a pta interventional procedure the sleek balloon failed to cross the target lesion, had withdrawal difficulty and then the shaft separated in the patient. Patient demographics are unknown. The target lesion was below the knee. The patient's gender and age were unknown. Moderate calcification and the rate of stenosis was 90%. Vessel tortuosity was mild. Approach was made from the femoral artery with a sheath introducer (product: unknown, brand: terumo, 4fr, 30 cm). The target lesion was crossed with gw. Sleek (catalog#: 425-2012x, lot#: 50029707, complaint product) was advanced, but failed to cross the target lesion. Several attempts to push or pull the sleek were made but the situation did not change. Proximal lesion was dilated with the sleek. When the sleek was being removed into the sheath introducer, difficulty was experienced. At the time, physician noticed under the x-ray vision that the shaft of the sleek was separated at about 20 cm from the distal end. Surgical operation was conducted and the separated balloon was removed from the patient.

Manufacturer narrative:
The complaint received states that during an interventional procedure the sleek balloon failed to cross the target lesion, had withdrawal difficulty and then the shaft separated in the patient. Patient demographics are unknown. Pta: the target lesion was below the knee. The patient's gender and age were unknown. Moderate calcification and the rate of stenosis was 90%. Vessel tortuosity was mild. Approach was made from the femoral artery with a sheath introducer (product: unknown, brand: terumo, 4 fr, 30 cm). The target lesion was crossed with gw. Sleek (catalog#: 425-2012x, lot#: 50029707, complaint product) was advanced, but failed to cross the target lesion. Several attempts to push or pull the sleek were made, but the situation did not change. Proximal lesion was dilated with the sleek. When the sleek was being removed into the sheath introducer, difficulty was experienced. At the time, physician noticed under the x-ray vision that the shaft of the sleek was separated at about 20 cm from the distal end. Surgical operation was conducted and the separated balloon was removed from the patient. Per clearstream: the manufacturing documentation for the product was reviewed and no anomalies which may have resulted in the reported failure modes were identified. The returned product was examined. The investigation determined that a break had occurred at approximately 81 mm from the distal end of the body bond along the proximal shaft. There was evidence of severe and sharp kinks distal to the breakage point. The outer transition had been stretched and pulled. The material at the re port was ripped. Clearly a lot of force had been applied while trying to remove the catheter from the patient. The balloon was intact with no obvious damage and there was nothing evident on the balloon to explain the withdrawal difficulty. It was concluded that the most likely root cause of the failure mode was procedural related. As the complaint description states, several attempts were made to advance the complaint product despite the lesion being difficult to cross. It is clearly stated in the IFU that the physician should not advance the guidewire, balloon dilation catheter or any component if resistance is met, without first determining the cause and taking remedial action. The complaints of withdrawal difficulty and shaft separation were confirmed on analysis. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported and confirmed events. After an internal review of our current quality agreements with our external manufacturing partners it was determined that (B)(4) is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.